Manufacturer narrative:
Concomitant medical product(s): other relevant device(s) are: aneurx limb stent graft; s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Talent aaa and aneurx stent graft systems were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 3 years post the index procedure, a CT scan identified migration of the stent grafts. Maximum diameter of the aaa measured 72.6mm. The proximal aortic neck was noted at 24.4mm with a 51 degree neck angulation. Re-intervention was performed with the addition of 7 endoanchors, an endurant limb and an endurant cuff and the event was resolved. Per the investigator the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.